Manufacturer narrative:
The manufacturing date has been updated based on product download sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and performed simvivo test. All results were within specification. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for up to 2 hours or more after 9 days of wearing the adc freestyle libre sensor. Customer further reported she experienced weakness and nausea and was treated with unspecified units of insulin by hcp. Customer additionally reported that she self-treated with unspecified units of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for up to 2 hours or more after 9 days of wearing the adc freestyle libre sensor. Customer further reported she experienced weakness and nausea and was treated with unspecified units of insulin by hcp. Customer additionally reported that she self-treated with unspecified units of insulin. There was no report of death or permanent impairment associated with this event.